Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va09dfv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient never had therapeutic effect and their therapy had never helped with their symptoms. The patient stated they still had to use ¿pull ups¿ and couldn¿t make it to the bathroom. It was noted the patient changed programs around 1-4 and turned their stimulation up to make sure they could still feel stimulation and then turned it down so it wasn¿t uncomfortable. It was stated the patient didn¿t think it was doing anything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was reported that ¿it was not working.¿ this was clarified to mean that ¿it wasn¿t doing anything.¿ the reason for this was that the device was set to 0v. This was discovered when the patient was in the hospital. The patient was in the hospital within a week of having the implantable neurostimulator (ins). The hospital stay was not reported to be related to the ins but was for a 102 degree fever. It was ultimately unknown why the patient was in the hospital. It was added that the patient did not know how to work the programmer. Through troubleshooting, it was determined that stimulation was on at 0.8v. The patient did not feel stimulation at this level. When increasing to 1.0v, the patient was able to feel stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).